Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. A third party mouse was used which is off-label use per the system manual that accompanies the device. The software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, informed the site to disconnected the mouse and keyboard from the system when booting the system. The site reported they typically follow this workflow. On 16-mar-2015, a medtronic representative performed a navigation system check-out, all areas passed. While testing the system the medtronic representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that after a surgical procedure the navigation system started cycling through the black medtronic screen, the boot text, and then back to the medtronic screen. The medtronic representative reported the system was left on, in the navigated task, after the procedure was completed when the system started cycling. To troubleshoot the issue, the medtronic representative performed a hard shut down and rebooted the navigation system with no resolution. The medtronic representative then disconnected the mouse and keyboard from the system and attempted another reboot. This resolved the issue and returned the system to normal function. There was no patient present when this issue was identified.